Manufacturer narrative:
Initial reporter occupation: unknown. Investigation evaluation: a product evaluation was performed only by the pictures provided in response to this report, because the product said to be involved was not provided to cook for evaluation. Per the photos provided we cannot complete a full evaluation. A photo of the lot number was not provided. Our evaluation of the photos provided from the customer of the product said to be involved confirmed the report. There is wire guide coating damage near the distal end and the coating has detached in the pouch. The core wire is exposed. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Prior to distribution, all tracer metro direct wire guides are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
In preparation for an endoscopic retrograde cholangiopancreatography (ercp) procedure, the physician prepared a cook tracer metro direct wire guide. The nurse discovered the tip of the mtii had been separated from within the package. This occurred prior to patient contact; there was no impact to the patient.